Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0qne2, implanted: (B)(6) 2015, product type lead; product ID 3389s-40, lot # va0qne2, implanted: (B)(6) 2015, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
Information was received from the company representative that reported there was an infection at the right implantable neurostimulator (ins) pocket in their chest. The start of the infection symptoms was unknown but they assumed it was a couple of days prior to the explant in (B)(6) 2015. During the explant of the system, the extensions were cut and the ins and partial length of extensions were removed. The leads were left internalized. On the day of report, they placed new extensions and ins on the left side and created a pocket in the patient's left chest. Additional information received reported a culture was taken but they were not aware of the type of infection. The cause of the infection was unknown. The patient was implanted for parkinson's dual and movement disorders.